Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that this patient was admitted to hospital due to cerebral infarction on (B)(6) 2023. On the day when the patient was transferred to the rehabilitation department, one single-lumen solo catheter was inserted, with 4 cm exposed externally. The patient was then was transferred to ICU and the catheter was in use properly by (B)(6). A small amount of seepage was noted on (B)(6). The catheter was suspected of being occluded on (B)(6). Urokinase was given for thrombolysis. On (B)(6), no improvement was made in seepage and catheter damage was suspected. The nurse attempted to pull out the catheter by 1 cm for flushing and found that the catheter was ruptured at the scale of 5-6 cm. The catheter had to be removed.

Event description:
It was reported that this patient was admitted to hospital due to cerebral infarction on (B)(6), 2023. On the day when the patient was transferred to the rehabilitation department, one single-lumen solo catheter was inserted, with 4 cm exposed externally. The patient was then was transferred to ICU and the catheter was in use properly by (B)(6). A small amount of seepage was noted on (B)(6). The catheter was suspected of being occluded on (B)(6). Urokinase was given for thrombolysis. On (B)(6), no improvement was made in seepage and catheter damage was suspected. The nurse attempted to pull out the catheter by 1 cm for flushing and found that the catheter was ruptured at the scale of 5-6 cm. The catheter had to be removed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter is confirmed. One 4 fr s/l powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residues throughout the returned device, and a longitudinally aligned split was located at a kink observed in the catheter between the 4 cm and 5 cm depth markers. A microscopic observation revealed a split at the corner of the kink observed between the 4 cm and 5 cm depth markers. The split has a granular fracture surface and appears to be caused by cyclic kinking of the catheter. Material fatigue can occur when the catheter undergoes cyclic kinking. The catheter wall thickness was measured in the vicinity of the split and found to be within manufacturing specifications. After observation of the returned device, the complaint of a leaking catheter is confirmed as a split was observed between the 4 cm and 5 cm depth markers which appeared to be the result of sharp kinking of the catheter shaft. Based on the location of the split, it is possible that insertion and maintenance techniques contributed to the failure of the device. H3 other text : evaluation findings are in section h.11